Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a no delivery alarm during manual priming. The customer reported that this had been a recurring issue for about a week leading up to the call. Customer stated that the no delivery alarm was cleared by performing a set change. Blood glucose level at the time of the incident was not provided. The customer was advised that the reservoir would be replaced and agreed to return the product for analysis.